Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs for the optium xceed meter were reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. Retain testing was performed for the precision trips and all units performed within specification.  If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver contacted adc to report that the customer¿s adc blood glucose meter was providing erratic readings. Readings of 46 mg/dl and 196 mg/dl were obtained on the adc meter consecutively and customer was unable to self-treat and was treated with a glucagon injection by a non-hcp. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver contacted adc to report that the customer¿s adc blood glucose meter was providing erratic readings. Readings of 46 mg/dl and 196 mg/dl were obtained on the adc meter consecutively and customer was unable to self-treat and was treated with a glucagon injection by a non-hcp. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.